Event description:
A (B)(6) female pt contacted zoll customer support to report that he was receiving excessive check belt messages, despite confirming that all electrodes were making good contact with the skin. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (check belt messages) was confirmed. Upon eval, the monitor could not retrieve a baseline signal. The cause for the noise was that resistor r781 on the computer analog board was burnt. Resistor r781 controls the driven ground resistance, thus causing the baseline signal to contain excessive noise. The root cause for the burn resistor cannot be positively determined, but is likely due to random component failure. No adverse event resulted from the defective resistor. The pt received a replacement monitor.